Event description:
Alleged event: it was noted that one jaw of the applier had become dislodged and fell from the applier. The broken jaw was accounted for and no device parts had fallen inside the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The device history review for the product auto endo5 ml, lot#: 73h1400080 investigation did not show issues related to complaint. The MFR will continue to monitor and trend related events.